Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure due to lead migration.

Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 178240, model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient underwent an explant procedure due to lead migration.